Manufacturer narrative:
Investigation conclusion; a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot determine with retains. Source: phone.

Event description:
Reported 1 false positive flu a result for one patient. The patient's symptomatic status is unknown. The patient tested positive for both flu a and sars on a sofia analyzer. The same sample was retested on a sofia analyzer and resulted in positive sars and negative on flu a.